Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported concern with the product as well as a "large amount of fluid and around the left [implant]." The following reported events have been deemed not related to the device: "itchiness on legs, arms and ears." Affected side is left. The device remains implanted.